Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: surgeon could not tell if the pin was seated, the instrument didn't align when fired. Surgeon had to increase incision to examine and indicated that not all the staples crimped/closed. There was unanticipated extension for the incision more than one inch. Surgery time was delayed by more than 30 minutes. Surgeon had to convert to open examine and indicated that not all the staples crimped/closed. Additional surgeon: (B)(6).